Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No ramping numbers noted on the display. Pump received with cracked belt clip slot, cracked reservoir tube lip,and cracked case near display window corners noted.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the numbers during a bolus continue to scroll up and do not stop. The customer stated that the device was not dropped nor bumped or exposed to moisture. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.